Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to facilitate a pancreatic cyst drainage during an endoscopic ultrasound (eus) gastric pyloric bypass surgery performed on (B)(6) 2026. During the procedure, following gastric puncture, resistance was encountered while advancing the guidewire, making insertion difficult and less smooth. Despite the stiffness, it was gradually advanced and successfully positioned within the cyst, allowing the procedure to continue. Reportedly, the resistance noted during the guidewire insertion was suspected to be related to "scorching" that occurred at the time of puncture. The procedure was ultimately completed using the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to facilitate a pancreatic cyst drainage during an endoscopic ultrasound (eus) gastric pyloric bypass surgery performed on (B)(6) 2026. During the procedure, following gastric puncture, resistance was encountered while advancing the guidewire, making insertion difficult and less smooth. Despite the stiffness, it was gradually advanced and successfully positioned within the cyst, allowing the procedure to continue. Reportedly, the resistance noted during the guidewire insertion was suspected to be related to "scorching" that occurred at the time of puncture. The procedure was ultimately completed using the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: investigation summary: based on the available information, boston scientific was not able to confirm the reported events of difficult to advance guidewire and delivers energy intermittently with testing of the product return. Guidewire passage was smooth and unobstructed during functional testing, and electrical testing confirmed consistent energy delivery within specification. Device history record: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an electrocautery-enhanced delivery system was received for analysis; the axios stent was not returned. Visual inspection identified no damage to the handle or external components. Radiographic (x-ray) evaluation did not reveal any structural damage or abnormalities. Functional testing demonstrated normal device performance, including smooth slider advancement from the second to the fourth deployment position without resistance. A guidewire was advanced through the device without resistance and exited at the distal tip as expected. Electrical functionality was confirmed through activation testing in saline, with bubble formation observed at the tip, indicating proper energy delivery. Resistance testing measured 2.3 ohms, which is within specification per procedure requirements. No functional or electrical issues were identified. Risk review: a risk review of the hot axios was completed and confirmed that the events of device difficult to advance guidewire, cautery delivers energy intermittently and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.